Event description:
Per the independent repair center, the customer alleged problem is alarming/red light and the key failure is the sieve is dumped. Associated malfunction for this device: manifold assy stuck, muffler and tie wraps leak.